Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of pcu event log shows that at 11:08 on (B)(6) 2016 the device was programmed to infuse a loading dose only of hydromorp pca 1mg/1ml. At 11:09 am, the loading dose completed; pca dose only was selected for the infusion mode and 0.2mg was entered for the pca dose, with a 10 minute lockout interval and max limit of 1mg/1hr. At 2:18 pm, a pca request (0.2ml) was delivered. At 3:18 pm, the device was channeled off and the system was powered off at 3:58 pm. The pcu event log shows only 0.7ml was delivered during this period. Based on the drug concentration the patient should have received only 0.7 mg as intended. The starting volume and concentration of the syringe cannot be determined through device logs. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation. (B)(4) no devices received, log review only.

Event description:
The customer reported that a device that was intended to be programmed for dilaudid 1 mg/ml pca only delivered a bolus dose of 0.5 mg at 1109 am. The patient became lethargic after the bolus dose. At 1418 pm, a pca request was made and delivered. At 1530, the pca was discontinued because the patient remained lethargic and the etco2 module continued to alarm for low respiratory rate. The customer stated the patient received 7 mg instead of the intended 0.7 mg. An event log review was requested to determine user programming. There was no medical intervention or lasting harm for the patient.